Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a 79-year-old female patient underwent tevar (thoracic endovascular aortic repair) for thoracic descending aortic aneurysm. As per the preoperative plan, zta-p-34-209-w1 (complaint device) was deployed in zone 3, about 1/3 over the left subclavian artery. Zta-p-36-161-w1 was deployed with sufficient overlap with zta-p-34-209-w1 to extend 40mm to 50mm to the distal. After stent graft deployment, the proximal, junctional, and the distal touch-ups were performed with a balloon from another manufacturer. After touch-ups were completed, final contrast showed blood flow in the left subclavian artery. It was possible that the stent graft hung over the left subclavian artery, but fluoroscopy showed that it was not in a position to be closed by the stent graft and the proximal marker located distal to the left subclavian artery, so a sheath was inserted by puncturing the left brachial artery in order to obtain accurate contrast. Contrast was obtained from the brachial artery, but blood flow was low and blood pressure measurable at the brachial artery was also low. Although the cause of reduced blood flow in the left subclavian artery was unknown, the low blood pressure in the brachial artery was surely due to some reason of occlusion, so it was decided to place a bare metal stent to secure blood flow. A bare metal stent 7mm-4cm was positioned 1cm out into the arch aorta while placed over the left subclavian artery (lsa) by 3cm. After bare metal stent placement, blood pressure in the brachial artery was higher and improved to a level that was not problematic. Just to be sure, the contrast was used to check for the occurrence of type 1a endoleak, and confirmed that there were no problems, and the procedure was completed. The planning and sizing worksheet is provided and reviewed by an imaging expert. Per the finding in the imaging review ¿the lsa at the left vertebral artery origin was diffusely moderately stenotic. This would have increased the hemodynamic significance of partial lsa origin obstruction¿. Review of the device history record gave no indication of the device being produced out of specification. Based on the provided information, the complaint device did not cover the left subclavian artery. Nothing indicates that the event is related to fault conditions of the device or abnormal use of the device why the event is assessed to be a side effect. Consequently, the reported event of the reduced blood flow in the left subclavian artery considered to be related to procedure. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: it was a case within the range of indications, no access routes or other noteworthy problems. Devices used: zta-p-34-209-w1 (lot#: e4305580) approached from the right, zta-p-36-161-w1 (lot#: e4303104) approached from the right. Thoracic endovascular aortic repair (tevar) was performed for thoracic descending aortic aneurysm. As per the preoperative plan, zta-p-34-209-w1 was deployed in zone 3, about 1/3 over the left subclavian artery. Zta-p-36-161-w1 was deployed with sufficient overlap with zta-p-34-209-w1 in order to extend 40mm to 50mm to the distal. After stent graft deployment, the proximal, junctional, and the distal touch-ups were performed with a balloon from another manufacturer. After touch-ups were completed, final contrast showed slowed blood flow in the left subclavian artery. It was possible that the stent graft hung over the left subclavian artery, but fluoroscopy showed that it was not in a position to be closed by the stent graft, so a sheath was inserted by puncturing the left brachial artery in order to obtain accurate contrast. Contrast was obtained from the brachial artery, but blood flow was low and blood pressure measurable at the brachial artery was also low. Although the cause was unknown, the low blood pressure in the brachial artery was surely due to some reason of occlusion, so it was decided to place a bare metal stent to secure blood flow. A bare metal stent (7mm-4cm) from another manufacturer was positioned 1cm out into the arch aorta while placed over the left subclavian artery by 3cm. After bare metal stent placement, blood pressure in the brachial artery was higher and improved to a level that was not problematic. Just to be sure, the contrast was used to check for the occurrence of type 1a endoleak, etc. And confirmed that there were no problems, and the procedure was completed. Patient outcome: it cannot determine, but no adverse effect on the patient has been reported so far.